Manufacturer narrative:
Device used for off label indication. The indication the device was used for was locomotor rehabilitation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an implantable neurostimulator (ins) that was past the expiration date indicated on the packaging. As the package integrity was intact and the ins was fully functional during the interrogation, the electrophysiology mapping, and the impedance verification, the ins was implanted. The patient recovered well from surgery and began functional mapping without delay and as planned. There were no complications reported or anticipated.